Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device did not detect the door open. The cause was identified to be a faulty upper and lower hook switch, the upper and lower auxiliary were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device intermittently did not detect an open door. No additional information is available.